Manufacturer narrative:
Date of this report: 20-jun-2019. Concomitant medical products: cartridge model-sfc-45; lot#-unk should have been included. Claim#: (B)(4).

Manufacturer narrative:
Additional information was received on 26 aug 2019. Ovd used: eyevisc pfs 2 ml (hydroxypropyl methylcellulose 2% w/v) ophtalmic solution usp from biotech iop was 50.0mm the day after surgery, when mydriasis was noticed. The angles were open. Medications used to treat patient: dexametason-iniection 3 days one time per day, betoptic and azopt in drops for 3 days and then the iop was ok -14 mm. Patient code 3191: medical intervention. (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2 mm, vticmo13.2, -11.00/1.0/155 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. The day after operation the eye had undergone mydriasis, which was impossible to narrow. On (B)(6) 2019 the lens was explanted. The surgeon stated " the event was due to an unknown problem. I can only suppose, that diameter icl was bigger. We still dont know what happened. Cataract (behind capsula anterior) was observed after implantation. She still has paralytic mydriasis (5-6 mm).'' Patient condition is still the same, on (B)(6) 2019 the diameter of the pupil was 5-6 mm and it didn't respond to the light. Patient used pillocarpin 1% the last 2 months.

Manufacturer narrative:
Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order (s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contribute to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
Patient's date of birth: (B)(6) 1996. Patient code 3191: no code available (unreactive fixed pupil) should have been included in initial medwatch report. Claim#: (B)(4).